Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of implants due to broken trochanteric femoral nailing advanced (tfna) nail. Originally the patient was implanted with tfna nail, blade, and bolt on an unknown date. All implants were removed and converted to blade plate. The procedure was completed successfully. It was unknown if there was a surgical delay during revision. There was no patient consequence reported. Concomitant devices reported: tfna helical blade (part# 04.038.410, lot# unknown, quantity 1). Unknown locking screw (part# unknown, lot# unknown, quantity 1). Unknown wire (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: 11mm/130 deg ti cann tfna 400mm/left ¿ sterile was received at us cq. Upon visual inspection at cq, it is observed that the nail got broken at head part near helical screw hole. There were few discolored spots and scratches found on the surface of the device. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the nail got broken at head part near helical screw hole. A definitive root cause could not be determined for the reported problem, it is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument manufacturing date: 19-sep-2017, expiration date: 31-aug-2027, part number: 04.037.165s, 11mm/130 deg ti cann tfna 440mm / left ¿ sterile, lot number: h454123 (sterile) , this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: l519000, part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h316262, part number: 04.037.912.3, tfna lock drive bp58, lot number: h435641, part number: 21127, timoagri16.00 bp80, lot number: h249238. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.